Manufacturer narrative:
(B)(4): visual and microscopic examination revealed a longitudinal tear in the balloon. The tear was located at the distal edge of the distal markerband and it extended proximally for a total length of 7mm. An examination of the distal markerband could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 99% stenosed de novo lesion was located in the moderately tortuous and calcified proximal ~ mid left anterior descending artery (lad). A 15mm x 2.5mm maverick2 monorail balloon catheter was advanced for pre dilation and inflated to 12 atms for 20 seconds. During the second inflation at 12 atms for 15 seconds, a balloon rupture occurred. The balloon catheter was removed intact and the procedure was completed with a different device. Post dilation was performed with an unknown device. No patient complications were reported and the patient's status is good.